Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant is moving and they think they dislodged it; the ins is poking them in their left butt cheek. They added that they had some complications when they first had it implanted; it hurt when they sat down. The patient also said they are doing physical therapy and exercise for their back and knee. The patient is having problems with their right side and isn't sure if they are walking right or if it is the device that's causing the problem on their right side. Patient also said they are going to the bathroom frequently and at night. In addition, they haven't changed their setting in a long time. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed they were at 6.6v on program 3; stimulation was noted to be on. They have the ability to change programs and/or adjust stimulation; it was considered to increase amplitude and/or change programs if medically appropriate. The call center instructed the patient to contact the healthcare provider's (hcp) office regarding changing the setting. It was also reviewed that the device could shift or move in the body depending on body movement. It was lastly reviewed to call back if the patient wanted assistance with changing programs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that yes, the actions and interventions taken to resolve the ins migration issue was that they changed the program on the device. There were no further complications reported/anticipated.